Event description:
A motor stall was found; the length of the stall was not reported. When they reviewed the logs, it was noted that another 15 minute stall had occurred in 2008. The pump was replaced. There was no patient injury. The patient was doing better since the pump replacement. The pump was used to deliver morphine and clonidine.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.